Event description:
Reportedly, on operating, after picking up the tissue into the pouch and pulling the plunger, the ring was stuck and it could not be pulled into the shaft.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the information in the event description is insufficient to support, a conclusion that a device related malfunction did not occur, the complaint will be reported to the FDA.